Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not confirmed. A review of (B)(4) medical device hazard analysis (rev 09), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. The customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - stopcock between the collection chamber and the bag broke. Unable to turn the stopcock.